Event description:
It was reported that the charging pad for the ilet pump was not functioning and the user¿s pump battery was nearly depleted despite attempts with different outlets, and the user was advised to use a phone charging pad; a replacement charger was shipped. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms and no need for medical care. Investigation included troubleshooting by verifying power sources and arranging replacement of the charging component. Investigation of this case revealed a charger not charging the device, consistent with a malfunction of the external charging accessory. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.